Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with premature battery depletion. The crt-d remains in service. No patient complications have been reported as a result of this event.